Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager that intermittently failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 not available due to no serial number. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed. A field service engineer cleaned the switches on the latch and applied grease. To resolve the issue. The system functioned as intended after the field service engineer repaired the device.